Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported). This report is submitted on march 13, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with medication (specific type, date and duration not reported); however, the issue could not be resolved. The patient underwent a skin flap revision surgery (date not reported); however, this did not alleviate the problem. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator. The patient was hospitalized for treatment with intravenous antibiotics and oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report. This report is submitted on february 14, 2024.